Manufacturer narrative:
Correction for previously submitted supplemental report. 3. - report source corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that failed to open at the distal end. The patient was being treated for an unruptured saccular wide necked internal carotid artery. The max diameter of the aneurysm was 3.5mm and the neck diameter was 3.75mm. Vessel tortuosity was moderate. It was reported that the devices were prepared according to the manufacturer instructions for use. During deployment in a bend, the distal end of the pipeline remained constrained and would not open. The pipeline was resheathed more than two times but still would not open and the failure to open developed into "fish-mouthing." The device was removed and replaced to successfully complete the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
Product analysis #703752883: equipment used: vis (m-77148), 203cm ruler (m-83360) the pipeline flex embolization device (model: ped2-400-16 lot: a884589) (pli-10) was returned for analysis within shipping box; within another box and within a resealable biohazard bag. The pipeline flex delivery system was decontaminated as per manufacturer protocol. The pipeline embolization device was returned stuck within the catheter. The pipeline flex pushwire was found extending ~41.5cm from the catheter hub and ~2.9cm from distal tip. The pipeline delivery system was then removed from the catheter without issue. No bends or kinks were found with the pipeline flex pushwire. The distal hypotube was found to be stretched with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The distal and proximal end of the pipeline flex braid were found fully opened and frayed. The dps sleeves were found intact and not damaged. The tip coil was found to be intact. There was no indication that the event could be related to a potential manufacturing issue; therefore, a device history record review does not need to be performed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as the proximal and distal ends of the pipeline flex braid were found to be fully opened. The customer reported having re-sheathed the device more than two times. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. The pipeline flex embolization device will be retained per manufacturer protocol. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.